Event description:
It was reported that the unit activated automatically.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit activated automatically.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: broken handpiece cable or conductors inside, no power from the console, broken traces on the membrane switch causing it to work intermittently, membrane switch is corroded due to insufficient rtv, console not delivering power to shaver. In sum, the reported failure could not be confirmed since the device was not received for investigation.